Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. One unpackaged ar-12990n was received for investigation. The evaluated device was the scorpion ar-12990 serial/batch number 10352442 functional testing found that something was blocking the device shaft. Per event description. The ar-12990n broke inside the scorpion shaft. Visual evaluation found many discoloration spots on the instrument. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.".

Event description:
On 03/23/2023, it was reported by a sales representative via sems that an ar-12990n needle snapped and became lodged inside the ar-12990 knee scorpion. This occurred during a case when trying to fire the needle it snapped and became lodged inside the knee scorpion. It remained jammed in there. There was no patient effect reported.